Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was analyzed with no anomalies found. It was noted that the set screw was loose/detached.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was analyzed with no anomalies found. It was noted that the set screw was loose/detached.

Event description:
It was reported that during implant the device connection to the high voltage lead (svc) could not be made. The device was removed and replaced. No patient complications have been reported as a result of this event.